Event description:
The patient reported that the blood glucose monitor displayed e-57 (electronic error) and continued to display the error after changing the battery. The monitor was returned for evaluation. The blood glucose monitor was tested. The investigation unit observed mg/dl on the meter back label, however, control results were displayed in mmol/l. Previous results in meter memory are listed in mmol/l. The investigation unit reviewed the customer error history and observed internal error codes of (1072) was produced which correspond with the customer allegation of e-57 (electronic error). E-57 errors with an internal error code of (1072) are due to a serial flash memory corruption, which yielded an e-57 error to display on the meter when testing with blood. Due to this failure, the flash memory is cleared which also results in the meter memory displaying units in mmol/l rather than mg/dl. The meter is still capable of providing values with controls only, but they will be in the incorrect units of measure (mmol/l) only.